Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. A linearity test was performed, and the results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving lower readings from the freestyle libre sensor compared to readings obtained on a competitor brand meter. The customer experienced symptoms of dizziness, headache, and loss of consciousness, however, customer was able to self-treat (unspecified) and no third-party intervention was reported. No additional information was provided. There was no report of death or permanent injury associated with this event.